Manufacturer narrative:
Films review summary the cause of the marginal right limb distal seal could not be determined from the films provided. Films prior to implant and earlier follow-up images were not available for review. CT¿s returned from 8 year post-implant confirmed that the bifurcate ipsi limb on the right side was extended with another endurant limb into the right common iliac artery. The distal od of the right limb extension measured ~16mm, and contrast was seen outside the distal 1cm length of the limb which was not in radial contact with the right iliac artery which measured ~22mm in diameter at that same level. Although no clear contrast was seen filling the distal aaa sac from the right side, it is sill possible that the aaa may have been pressurized from the marginal right distal seal via endotension. It is likely that this was due to disease progression; dilatation of the right common iliac artery. The infrarenal neck was angulated at the flow divider ~65 deg a-p relative to the iliac limbs; aneurysm morphology changes may have also contributed to the marginal distal seal. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the incomplete right common iliac seal was observed in the ipsilateral limb of the bifurcate. The investigator assessed that the cause of the incomplete right common iliac seal to be related to disease progression. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: catalog # enlw1616c120ee and serial (B)(4), use by date 2011-05-14 and (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.3 cm abdominal aortic aneurysm. It was reported that the eight year imaging was performed. The CT revealed that the aneurysm was 9.3 cm in diameter with a technical observation of type v endoleak. Per the investigators this was a technical observation and there are no new clinical events. The investigator assessed that the endotension may be caused by incomplete right common iliac seal. No additional clinical sequelae were reported and the patient is fine.